Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents were within specification. An alarm was noted in the alarm history due to a corrupted history file. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 45 mg/dl. The customer was treated with juice and candies. Customer was experiencing low blood glucose for about 5 hours. Customer is unable to upload to care link at this time. Customer was advised monitor blood glucose until replacement pump arrives.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.